Event description:
It was reported the device failed accuracy (+7.45%) during testing. No patient injury was reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4) as a result of warning letter cms#(B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed labels were intact. During functional check, the reported problem was not duplicated. Running three accuracy tests, the pump was found to be within manufacturing specifications. No fault found and no action taken.